Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 474 mg/dl. The customer was assisted with troubleshooting declined for high blood glucose. Customer stated that insulin pump had half a unit before he gets a no delivery alarm. Customer was tried to deliver a bolus when she began experiencing issues. Customer stated the insulin exited. Customer stated the cannula was not bent. The insulin pump will not be returned for analysis.